Event description:
It was reported to the MFR that during a generator replacement surgery in 2006 the system diagnostic test yielded high lead impedance; however, at that time the surgeon did not replace the leads. In (B)(6) 2009, the vns pt was experiencing an increase in seizures and the pt additionally had high impedance. The pt had a full revision surgery on (B)(6) 2010. It is unk if any pt manipulation or trauma had occurred to have caused the high impedance. The relationship of the increase in seizures to vns is unk although with high lead impedance they would have not been receiving any therapy. Furthermore, it is unk if the increase was above, below or back to pre-vns baseline. The product has been returned to the MFR where analysis is underway. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause a death.